Manufacturer narrative:
(B)(4).g2: foreign - event occurred in japan.the device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was implanted with three (3) plates and twenty-nine (29) screws during a cardiovascular surgery to stabilize three ribs. Subsequently, approximately five (5) days post initial operation, the patient had two (2) plates dislodge for unknown reasons which resulted in pneumothorax. Therefore, two plates and an unknown amount of screws were removed. It is unknown how many screws backed out due to the event and it is unknown which two plate lots were removed. The patient was not experiencing any further symptoms and no further information is available.